Manufacturer narrative:
H6: investigation summary: bd had not received samples, but one (1) photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for color variation with the incident lot was observed, however, the failure mode of draw volume was not observed. Additionally, twenty (20) retention samples from bd inventory were evaluated and the issue of draw volume was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that 10 bd vacutainer® serum blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "before use, it found that the tube inner wall was abnormal colour, normal is transparent, now the color is cloudy."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 bd vacutainer(r) serum blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "before use, it found that the tube inner wall was abnormal colour, normal is transparent, now the color is cloudy"